Event description:
I had the medtronic my stim rechargable implanted on or about (B)(6) 2009 with dr. (B)(6). I had this treatment for severe neuropathy pain and nerve injury in both hip to thigh regions of both legs. I could never get the implant to ever hold or take a full charge, after being tethered to the wall outlet for charging for hours, every couple of days. I could not get the implant to take a full change and take care of the pain, as it was designed to do. I called medtronic patient line for help, several times for help with this, before I went to a doctor for help and instruction. In (B)(6) 2010, I was forced to seek medical help with this, as they tested the implant also, and found it would not read the medical monitors that the doctor's office had or the equipment the medtronic's rep had. The doctor and the medtronic's rep both found it would not charge or read medtronic's reprogramming monitors. I went to dr. (B)(6) office 2 or 3 times of trying to get the implant to read and charge, dr. (B)(6) suggested that it be replaced, as it was malfunctioning even on medtronic's equipment provided by the rep as well as the doctor. I had the rechargable device replaced in (B)(6) on or about (B)(6) 2010 with the non rechargable device, and I have had zero problems with this device. The first device was a huge waste of money, a lot of pain endured.